Event description:
It was reported by the patient¿s mother that on (B)(6) 2026, the patient became unresponsive and required ambulance transport to the emergency room (ER) after wearing the pod on the thigh for approximately 36-48 hours. She further reported that the patient¿s blood glucose had risen to 320 mg/dl, for which he self-administered 20 units of insulin. Following the insulin injection, the patient reportedly became unresponsive and exhibited symptoms including sweating and a cold body temperature. Emergency responders administered intravenous glucose, resulting in an increase in blood glucose to approximately 42 mg/dl. The patient was transported to the ER, where he received additional intravenous glucose for treatment of severe hypoglycemia and remained under observation overnight before being discharged on (B)(6) 2026. At the time of reporting, the mother stated that the patient¿s blood glucose had stabilized to approximately 180 mg/dl. It was also reported that the patient had received repeated automated delivery restriction alerts on multiple consecutive days leading up to the hypoglycemic event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and ER visit. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.